Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the surgeon noticed the missing staple after completion of the case and as a result, he was not sure which of the gold cartridges used in the case was the one that had the missing staple, so he had them save all of the cartridges used in the case.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after the 4th firing in was noticed that there was a staple missing from the completed staple line. All other staples were formed properly. The surgeon sutured where the missing staple should have been. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58305. Investigation summary: the analysis results showed that four gst60d cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.